Manufacturer narrative:
See d4 lot number and expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2018-00874; 425-97-005, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient fell and broke her femur post total hip.